Manufacturer narrative:
Results of investigation: one product was tested and found fully functional, and there are no prior complaints involving this lot or its sub-components lots. No sample was returned. The devices, in the condition described, could not have passed our 100% four hour inflation system test and would have been discarded. Production records were reviewed; no problems with popping cuffs were noted. Comments and corrective actions: based on the info available, there is no evidence to support that a mfg error occurred. Popping of the cuffs was most likely related to the difficult ventilation.

Event description:
(According to the reporter, patient was intubated on ambulance. A "pop" was heard after 1-5 minutes of ventilation. Patient was intubated and re-intubated with 2nd tube. Same results with 2nd and 3rd tube. At this point, als unit met up with emt's and intubated patient. Patient was difficult to ventilate. Patient transported to hospital where all combitubes were disposed of.